Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0272722. All inspections and challenges were performed per the applicable operations qc specification. There were three (3) notifications noted that did not pertain to the complaint.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter: the consumer reported difficulty removing needle shield and the hub separated remaining lodged in the shield. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported difficulty removing needle shield and the hub separated remaining lodged in the shield. Date of event : unknown. Samples : available.